Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on no sample, a root cause can not be determined. Inspections and tests: several test and inspections are performed during the manufacturing of the devices to ensure their quality. During molding process (according ph-300) visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Also, critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. During assembly process visual inspection is performed (according to ph-301) to ensure the proper assemble of the pieces. Functionality test also takes place.

Event description:
It was reported that the pharmacy technician staff have had pain in their dominant forearm after using a bd phaseal¿ injector luer lock n35. The following was reported, " hi ms. Xxxxx, we have had some pharmacy technician staff come forward recently with repetitive strain related pain in their dominant forearm as a result of the push turn push motion of phaseal device connections. They are seeking assessment from occupational health as a result and there may be recommendations to have them removed from the compounding shifts which is concerning. Can you comment if this is occurring at other sites and if you have any strategies in terms of manipulation techniques to help to prevent/mitigate this? Much appreciated, ms. Xxxx".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pharmacy technician staff have had pain in their dominant forearm after using a bd phaseal¿ injector luer lock n35. The following was reported, " hi ms. Xxxxx, we have had some pharmacy technician staff come forward recently with repetitive strain related pain in their dominant forearm as a result of the push turn push motion of phaseal device connections. They are seeking assessment from occupational health as a result and there may be recommendations to have them removed from the compounding shifts which is concerning. Can you comment if this is occurring at other sites and if you have any strategies in terms of manipulation techniques to help to prevent/mitigate this? Much appreciated, ms. Xxxx"